Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the system boots up, there was an error message that pops up. The content of the error message was unknown. Site reboot the system and the error message went away. During stimulation, in the middle of stimulating on one side of the patient, the system was not responding to stimulation. Surgeon moved to the other side of the patient, and system functioned as intended. Surgeon then moved to the previous side that was not responsive before and the system picks up stimulation as intended. There was no patient impact.

Manufacturer narrative:
Analysis found visually, there was no damage in the construction of the device. Under magnification, there were no voids in the trace pads or ink traces. Electrically, the resistance from end to end shall be less than 200 ohms the actual measurements were 16.5 ohms (blue), 7.6 ohms (blue with white stripe), 10.3 ohms (red), and 9.2 ohms (red with white stripe) which all electrodes were in specification. Functionally, for further analysis, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and had no excessive feedback during the noise test. There was no intermittent behavior while manipulating (bending) the shape of the tube especially near the clamp shell at each trace. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. H6: previously submitted codes fdm b17, fdr c20 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.